Event description:
It was reported that the implantable cardiac monitor (icm) device data collection setting was off. Patient was walked through a manual transmission to turn the setting on. The device remains in use. No patient complications have been reported as a result of this event.